Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - : icl may move out of its appropriate position, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was replaced with a longer length lens and the problem resolved. The cause of the event was reported as patient-related factor.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).